Event description:
The pt presented for device closure of an asd defect. The defect measured 20-22mm by tee and sizing balloon. Uding an 18mm amplatzer septal occluder device, the physician attempted to close the defect. However, after detaching the device, asd device migrated into lv, possibly due to mis-sizing. There was no flow obstruction of the mitral inflow or the lvot and no pericardial effusion.